Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was not fully released after pressing the plug deployment button and withdrawing the instrument. Hemostasis was achieved by manual compression. There was no reported patient injury. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after deployment. Upon removal, the plug was not fully released but did not fall out of the shaft and was not fully inside it either. The indicator wire was not visible at removal. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage prior to use. The device was stored and prepared according to the instructions for use (IFU). Angiography confirmed femoral artery suitability and proper sheath insertion angle (30¿45°). The vessel diameter was verified to be =5mm. No visible calcium or plaque, vessel tortuosity, or stent was present near the puncture site. There was no stenosis greater than 50%, and the site had not been previously closed with a device or manual compression within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. One non-sterile exoseal vascular closure device (6f) was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found fully deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed or reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, achieving indicator wire retraction and expected plug deployment. The indicator window then reached the black/white and red position as intended. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and was within specification. A high-magnification microscopic evaluation was executed to examine the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device since the device was returned with the deployment lever not depressed and the plug in its manufactured position. Functional analysis was performed with full depression of the deployment lever achieved, full transition of the indicator window, indicator wire retraction, and plug deployment. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the partial deployment event reported since the returned device did not match the event description. It was reported that the deployment button was not fully depressed and the plug was partially deployed; however, the device was received with the deployment button not depressed and the plug in its manufactured position. Since the device passed functional analysis and there were no anomalies noted to the device, it is unknown what issue the customer may have experiencing with this product. It should be noted that since the deployment lever of the received device was not depressed, it is expected that the plug would not be deployed from the unit. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not fully released after pressing the plug deployment button and withdrawing the instrument. Hemostasis was achieved by manual compression. There was no reported patient injury. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after deployment. Upon removal, the plug was not fully released but did not fall out of the shaft and was not fully inside it either. The indicator wire was not visible at removal. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage prior to use. The device was stored and prepared according to the instructions for use (IFU). Angiography confirmed femoral artery suitability and proper sheath insertion angle (30¿45°). The vessel diameter was verified to be =5mm. No visible calcium or plaque, vessel tortuosity, or stent was present near the puncture site. There was no stenosis greater than 50%, and the site had not been previously closed with a device or manual compression within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.